Manufacturer narrative:
The patient age, gender, and weight were not provided. (B)(4). Approximate age of device ¿ 34 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that there was an upward trend in pump powers seen in the system controller''s log file. The data that was reviewed by the manufacturer's technical services representative and showed trends potentially linked to the presence of thrombus. On (B)(6) 2017, the vad coordinator reported that the patient is doing fine. Powers and flows were stable with no evidence of pump thrombosis. The patient's lactate dehydrogenase (ldh) level was stable. It was reported that the patient was off of coumadin for the past 2 weeks due to gi bleeding and the patient's ldh level would and trends will be monitored closely. Coumadin was resumed last week. No further information was provided.

Manufacturer narrative:
The reported pump power elevations was confirmed through the analysis of the submitted system controller log file. The log file contained approximately 8 days of data from (B)(6) 2017 according to the time stamp and multiple transient elevations in pump power were noted; however, there were no notable alarms recorded in the log file. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. The patient remains ongoing on lvad support. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.